Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8, d9, h4. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a probable cause was not determined as the failure was not confirmed. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex 3d deflectable videoscope experienced error e402. There were no reports of patient harm.